Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported heat damage to board, sealer peeling up. Evaluation found the module's wireless connection capabilities inoperable due to a "check battery". Further investigation revealed corrosion on the wireless module flex and radio printed circuit board as a result of fluid intrusion which caused the components to fail rendering the unit irreparable. This MDR was initially reported due to the absence of event information. Upon evaluation of the device, it was determined that the related malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2015-06463 can be removed from the FDA database.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump wireless battery module had heat damage to the board. Any pt involvement, injury or medical intervention is unk.